Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. The customer followed assistance from technical support to load a new cartridge, but the pump alarm persisted. Technical support decided to replace the pump, which was under warranty, and the customer opted to use multi-dose insulin (mdi) as a backup therapy.